Event description:
It was reported through remote transmission that the patient received an alert for high, out of range hv lead impedance. Changes related to the pocket area and further testing were recommended.

Manufacturer narrative:
.